Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown, device puncture due to biopsy.

Event description:
Patient reported a right side capsular contractures, baker grade unknown. Patient also reported difficulty breathing, pneumonia, "had to go to lung doctor", and "so sick". Patient also reported hematoma after initial placement. Patient also reported implant had been ruptured by a physician preforming a free hand biopsy. Patient stated the "punch tool had punctured the implant" and that "the physician didn't tell her she was walking around leaking silicone". The events of rupture, pneumonia, and hematoma are considered not device related. Device has been explanted.